Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a facility performed multiple controller exchanges as a result of two (2) 'poor mechanical connection' events and one (1) 'controller fault alarm' event. No patient injury was reported as a result of this incident. The controllers were returned to the manufacturer for evaluation. Evaluation confirmed the reported 'controller fault alarm' event but did not confirm the reported 'poor mechanical connection' events. The root cause of the "poor mechanical connection" events could not be conclusively determined as the device functioned per specification, however it is possible that improper connection by the user may have attributed to the reported event. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00699, 2014-00700 and 3007042319-2015-03213) submitted for devices related to the same event.

Event description:
It was reported from the united states that a patient experienced multiple controller exchanges. The patient was admitted to the hospital when he dropped his primary controller from the side of his bed and the driveline became disconnected. The patient fumbled with reconnecting the driveline to his primary controller and decided to connect instead to his backup controller. The patient fumbled with making this connection as well when a nurse came to help. The nurse observed a bent pin in the driveline port of the backup controller and used a pen to straighten the pin. The nurse successfully reconnected the driveline to the backup controller and the pump restarted. The site performed a controller exchange of this second controller at a later time due to concern over possible weakening of the pin that was bent. The third controller was stated to have two controller fault alarms that occurred while changing power sources. The site examined the connections and stated "all connections appear intact with no bent pins or marring of the driveline". X-rays were taken of the pump driveline and no abnormalities were observed by the site. The site performed an exchange of the third controller. Three controllers were removed from service and the patient was issued replacement devices. The devices were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.